Manufacturer narrative:
As per request from the FDA during a recent audit, submitting MDR supplement #2 in order to correct the type of reportable event to 'serious injury'. Additionally, missing health effect - health impact code for hospitalization and for additional surgery have been added.

Manufacturer narrative:
Per manufacturer's evaluation findings: 3rd party non-storz shaft cut on 120mm from shaft adaptor, leaking.3rd party non-storz shaft has marking in white lettering. 3rd party non-storz turnbuckle covers in handle housing on deflection wires. Fluid invasion and debris in handle housing. Debris on pcb in handle housing. Debris on umbilical connector. No image or light output. Light fibers are cut. Missing distal lens section. Missing vertebrae section. Deflection 0° up/0° down. Missing angle cover section. Working channel cut 120mm from shaft adaptor. Blocked channel passage on remaining shaft section. Over temperature dots are unreadable. Risk management file has been reviewed and this hazard is covered. This failure was likely a result of the use of non-storz components from unauthorized 3rd party repair.

Manufacturer narrative:
The item has not returned at this time. Our company representative was informed the patient had the separated piece removed from the ureter successfully in a procedure over the weekend at good samaritan medical center (separate hospital) and stated the scope had been at end-of-service since 12/31/2019 and the scope has been third partied by ims. After multiple attempts, we have not been able to confirm this information with the customer. If the item is returned and evaluated, a supplemental will be submitted.

Event description:
Allegedly, the customer was using a video ureteroscope when the picture went out, the physician tried to remove the scope, but was unable to pull the scope out of the ureter. They had cut off a portion of the scope's shaft and a significant portion of the distal tip remains lodged in the patient's ureter.